Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead associated with this adverse outcome was/ returned with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: sdr303b implantable pulse generator (ipg), implanted: (B)(6) 2005; 5076-52 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died three years post implant and greater than five years ago.